Manufacturer narrative:
(B)(4).

Event description:
The patient reported her ipg would not communicate with the patient programmer and two chargers. The patient had not charged the ipg as recommended by the manufacturer. Subsequently, surgical intervention was undertaken during which the ipg was explanted and replaced. Stimulation was restored following the procedure.